Event description:
The customer observed false reactive alinity I syphilis tp result for one patient. The sample was repeated, and the result was nonreactive. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 1.42 s/co (reactive), repeat result = 0.04 s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). The field service representative (fsr) inspected the instrument and replaced the sample pipettor assembly which resolved the issue. The sample pipettor assembly was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(4). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(4) or the sample pipettor assembly, was identified.